Event description:
Reporter noted clouding cornea due to incorrect readout pressure pressure during procedure. Wanted system checked. Add'l info rec'd from surgeon: scraped corneal epithelium for visualization purposes. Corneal edema and pain occurred. This hampbered memrane peeling. Macular hole reopened post-op requiring a reoperation. Outcome reported as poor.